Event description:
The reporter stated the surgeon implanted a 11.5mm (B)(4) implantable collamer lens in the patient's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens exchanged for a longer lens.

Manufacturer narrative:
(B)(4).